Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ syringe leaked. The following information was provided by the initial reporter: yesterday we had a spill incident with a 20ml syringe during the preparation of perjeta. The liquid leaked along the black rubber of the syringe. Because of this we had to open a new bottle of perjeta. Cost: 2920 euro! The syringe is on my desk in sealed bag if the company wants to see it. However, I would like to inform you that the syringe contains residue perjeta (pertuzumab, monoclonal antibody)! The liquid leaked from the syringe during preparation. The maker was wearing gloves and the syringe was packed immediately, the gloves were changed, the sterile field where the liquid had been leaked was removed and the cabinet was cleaned.

Manufacturer narrative:
H.6. Investigation: one used sample was returned for investigation. Due to the product being contaminated with hazardous material, we were not able to use the sample for evaluation. Ten retained samples of lot 1903238 were used for additional evaluation. The product was visually inspected, no defects or damage was noted, and no leak was identified. A device history review was performed for the reported lot 1903238, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Based on the available information we are not able to determine a root cause at this time. H3 other text : see h.10.

Event description:
It was reported that bd plastipak¿ syringe leaked. The following information was provided by the initial reporter: yesterday we had a spill incident with a 20ml syringe during the preparation of perjeta. The liquid leaked along the black rubber of the syringe. Because of this we had to open a new bottle of perjeta. Cost: (B)(6)! The syringe is on my desk in sealed bag if the company wants to see it. However, I would like to inform you that the syringe contains residue perjeta (pertuzumab, monoclonal antibody)! The liquid leaked from the syringe during preparation. The maker was wearing gloves and the syringe was packed immediately, the gloves were changed, the sterile field where the liquid had been leaked was removed and the cabinet was cleaned.